Event description:
It was reported that the patient underwent an unknown revision in 2021. No additional information is available.

Manufacturer narrative:
(B)(4). D10: unknown head unknown, unknown cup unknown, unknown screw unknown, unknown neck unknown, unknown stem unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-03252, 0001822565-2024-03253, 0001822565-2024-03254, 0001822565-2024-03255, 0001822565-2024-03257. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.